Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was one 4fr sl groshong nxt catheter. The catheter was returned in two segments. The returned unit exhibited two breaks, one between the 46cm and 47cm depth marker and one at the 36cm depth marker. However, based on the starting and ending location of the two segments, a third segment should have been present, but was not returned. Microscopic inspection of the break surface found a striation pattern, indicating that a sharp instrument had caused the break. The provided segments were leak tested using water and a 12ml luer lok syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since a segment of the catheter tubing was not returned and cannot be evaluated. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer catheter leakage and holes after placement. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer catheter leakage and holes after placement. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.